Event description:
Device 1 of 3. Reference MFR report: 1627487-2014-15203 and 15204. It was reported the patient has not charged her ipg for an extended period of time and the ipg will no longer communicate with external devices. Additionally, the patient is experiencing ineffective stimulation. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.